Event description:
It was reported that during laparoscopic chlolecystectomy, surgeon had scope difficulty and the pouch shaft may have torqued. The surgeon noticed the support arm in abdomen. No pt consequences were reported.